Manufacturer narrative:
The ortho vision analyzer has functioned as per design. The root-cause of the discrepant negative grading could not be confirmed, however it could not be excluded that it is sample-related, the anti-cw (rh8) and non-specific antibodies being weak and/or at detection limit of the reagents and techniques used associated to donor sample preparation. No product failure is identified. A biased result was reported to physician. The patient was not harmed. (B)(4).

Event description:
Complaint reporter is reporting one discrepant negative grading for a crossmatch reaction in indirect antiglobulin test (iat) for one patient sample and one donor unit using ortho biovue&#59411;system igg cassette lot igc644a and 0.8% ortho red cell diluent lot rcd793a in conjunction with their ortho vision analyzer. The customer stated that the discrepant negative reaction was observed in column 1 of cassette ID (B)(6) versus a repeat testing performed unintentionally for the same patient and donor using the same reagents where a positive reaction (0.5+ reaction strength) was observed for column 1 of cassette ID (B)(6). The customer stated that images of these cassette ids are looking similar and therefore they expected to have the ortho vision analyzer grading them the same way (0.5+ reaction strength). The customer stated that antibody identification allowed to identify an anti-cw(rh8) antibody and a very weak non-specific antibody reacting with cell 2 of the identification panel for this patient. No further detail was provided. The customer stated that they consider both antibodies as not clinically significant and that therefore donor units do not require being antigen negative. The customer stated further that donor units were chosen on basis of patient's phenotype. No further detail was provided. The customer stated further the donor unit involved in this incident was not transfused to this patient. Event date: (B)(6) 2016. Reported on: (B)(6) 2016. The complaint reporter said that no patient was harmed as a result of the reported event.